Manufacturer narrative:
D4 - lot #, h3 and h6. Codes: updated. Device evaluation: one used reservoir cassette was received. As received no damage or anomalies were observed. To replicate clinical use the cassette was attempted to be filled with 250 ml of red dye using an ICU medical provided syringe. A leak was observed from the tube area next to the bag junction. In attempts to better visualize the source of the leak, the tube/bag assembly was cut out of the cassette. Closer inspection of the leak location showed damage on the incoming tube. The deformation in the area showed a semicircular indentation along with a ¿drag¿ like tear. The complaint of leakage can be confirmed due to the damage observed. The probable cause of the damage is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leakage from the blue part at the top. The event occurred before patient use/during priming at facility. Known lot information : 6125935.